Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system retainer caused or contributed to the patients symptoms. This event is being filed as a MDR because the patients teeth where extracted (permanent damage to a body structure) and invisalign system product was being used at that time. Device returned to manufacturer.

Event description:
The patient reported the symptom of root fracture on tooth # 9 (upper left central incisor), root resorption, class ii tooth mobility and teeth # 9 and 10 (upper left lateral incisor) were extracted. The patient reported visiting a general dentist, who took x-rays that showed root resorption on teeth # 9 and 10 and also showed a fracture on tooth # 9. The general dentist decided to extract teeth # 9 and 10. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the retainers. The treating doctor considered the event was serious but not life threatening to the patient.